Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "the guide wire bent." There was no reported patient harm or consequence.

Event description:
It was reported that: "the guide wire bent." There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). It was reported that the guidewire was kinked. An opened hemodialysis kit, including a single guidewire within its advancer, was returned for evaluation. Visual inspection identified three kinks located along the mid-portion of the guidewire. Signs of use were present. The distal j-tip was observed to be misshapen but remained intact. Microscopic examination confirmed the presence of kinking and verified that both the distal and proximal welds were intact and secure. Dimensional inspection confirmed that the guidewire length and outer diameter were within established specification limits. The locations of the kinks were measured along the guidewire body. Functional testing was performed using the undamaged portion of the guidewire, which was successfully advanced through an introducer needle assembly with little to no resistance. A manual tug test further confirmed the integrity of the distal and proximal welds. A review of the device history record (DHR) did not identify any manufacturing or quality-related issues associated with the reported condition. Review of applicable product drawings and instructions for use (IFU) identified warnings against the application of excessive force, as this may result in component damage. The reported failure was confirmed. Based on the condition of the returned sample, the absence of manufacturing-related findings, and the information provided, the most probable root cause is attributed to unintentional use error involving the application of undue force during use. No corrective or preventive actions were initiated, as the issue is not attributed to a manufacturing deficiency. Teleflex will continue to monitor and trend for reports of this nature.